Manufacturer narrative:
H6; the sonopet iq tip reported involved in this event was not returned for evaluation. As a result no further testing of the product involved was possible. Although the device was not available information provided relating to the event concluded that this adverse event is attributed to a use error where the surgeon believed that the device would not damage the pca(posterior cerebral artery) if they came in contact with the structure even while ultrasonic power was active. H6: the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during a surgical procedure there was no malfunction reported with the product used.. It was further reported that the patients artery was cut resulting in a patient arterial bleed. It was also reported that the surgeon was able to recover and stabilize the bleed and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure there was no malfunction reported with the product used.. It was further reported that the patients artery was cut resulting in a patient arterial bleed. It was also reported that the surgeon was able to recover and stabilize the bleed and the procedure was completed successfully.